Event description:
The customer reported a usable fluoroscopic image was unable to be viewed. The system was removed from the patient care case. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation and the error logs were analyzed. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.